Event description:
Reporter stated that a pt's capillary blood glucose was measured, using the suspect product, with a result of 404 mg/dl. Six minutes later, an arterial sample was reportedly obtained from the same pt and, when tested in the facility's lab, measured 178 mg/dl. Reporter did not indicate if central line was cleared prior to obtaining arterial sample. Reporter noted that no action was taken based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the suspect device and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.